Event description:
It was reported that the implantable neurostimulator (ins) on the right side was moved to the left side on (B)(6) 2012. It was stated that the ins was repositioned because it was "not implanted too deep." It was noted that the site was "healing well" and the ins was "working great." It was stated that the left side ins was exposed in the "past 2+ weeks," noting that the "metal on the device" could be seen. The caretaker reportedly had to "cover it with a bandage." It was noted that the physician was aware of the "bulging" device and the patient was scheduled to see a doctor on (B)(6) 2012. The patient reportedly lost "about 177 pounds" in the past year and a half, including "a total of 20 pounds since june." Additional information was requested and if received, a supplemental report will be sent.

Manufacturer narrative:
Product ID 3889-33, lot# v981025, product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).